Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll (back) and bilateral upper abdomen on (B)(6) 2018 and (B)(6) 2018 using the legacy coolcurve+ and legacy coolcore applicators who developed paradoxical hyperplasia (pah/ph) 5 months after treatment. Following treatment, the treated areas were visibly enlarged and firm/solid tissue. The patient was assessed by a physician who diagnosed the upper abdomen and bra roll with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. The MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Phone number submission error populated on medwatch. Updated phone number to the correct format for international numbers. The new form has been attached to the submitted reports section along with the old form.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll (back) and bilateral upper abdomen on (B)(6) 2018 and (B)(6) 2018 using the legacy coolcurve+ and legacy coolcore applicators who developed paradoxical hyperplasia (pah/ph) 5 months after treatment. Following treatment, the treated areas were visibly enlarged and firm/solid tissue. The patient was assessed by a physician who diagnosed the upper abdomen and bra roll with paradoxical adipose hyperplasia.